Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, on or about (B)(6) 2025, the patient reported abdominal bloating, vomiting and pain. X-ray imaging was performed and it was found that the balloon was hyperinflated. The balloon was removed via endoscopic procedure, and a new balloon placed. The patient has since fully recovered.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required. Correction: a2: date of birth d6a: implant date investigation results summary the orbera bib intragastric balloon was returned for analysis. The media review included customer provided pictures documenting a description of the hospital name, product data, patient data, and procedure reports. No pictures of the device were received. Therefore, the pictures did not provide any information regarding the device condition reported. The orbera bib intragastric balloon was returned deflated where it was observed that the balloon was colored blue, indicating it was likely filled with methylene blue. Additionally, during the visual inspection a huge hole in the balloon (torn longitudinal) was identified. For this reason, the investigation was unable to confirm the reported event of balloon spontaneous inflation. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states the igb is placed in the stomach and filled with sterile saline; however, it was observed during product analysis that methylene blue was used when filling the orbera balloon. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, pain, abdominal, vomiting and discomfort. Based on the evidence, the torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. The reported events of imaging required and endoscopic procedure occurred during the procedure and the most probable cause of those reported issues cannot be established due to lack of evidence. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2025. During the ongoing use of the device, on or about (B)(6) 2025, the patient reported abdominal bloating, vomiting and pain. X-ray imaging was performed and it was found that the balloon was hyperinflated. The balloon was removed via endoscopic procedure, and a new balloon placed. The patient has since fully recovered.